Event description:
The customer's mother reported via phone call that the insulin pump had several no delivery alarms over two weeks leading up to the call. The customer's mother also reported that the customer had experienced blood glucose levels up to 500 mg/dl. The caller stated that the customer's blood glucose level was around 400 mg/dl when the first no delivery alarm occurred. Caller reported that the no delivery alarms were resolved by complete set changes. Troubleshooting could not be performed as these were past events. The customer's mother was advised that the infusion set would be replaced but declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.